Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the intestinal tract during a colonoscopy procedure to treat polyps, performed on (B)(6) 2025. During the procedure, a clip was placed to address the bleeding. The technician had difficulty deploying the clip and noted that it was challenging to detach it from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event.